Event description:
Per the physician, the patient had meningitis due to pneumococcus after an episode of otitis media. The patient was hospitalized, (date not reported) in the intensive care unit for five days.the patient is still implanted, and is reportedly doing well.